Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a monitoring voltage of 3.15. The box labeling is 3.25 volts. The device was in the box, in storage mode.